Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received an unspecified insulin via a humapen memoir. Dosage regimen, route of administration, indication for use and start therapy date were not provided. It was reported that she adjusted 10 units at the humapen memoir before breakfast but an unregulated amount of insulin was dispensed; therefore she was hospitalized. She also felt resistance under injection (product complaint pending/ lot unknown). No more details regarding admission and discharge dates as well as laboratory tests done while hospitalized were provided. Information regarding corrective treatment, outcome of the event and insulin treatment status was not provided. The operator of the humapen memoir was the patient and her training status was not provided. The general device duration of use was unknown and the suspect humapen memoir duration of use was of two years (since approximately 2014). The action taken and its return status were not provided. The reporting consumer did not provide an assessment of relatedness between the unspecified insulin or the humapen memoir. Update 08dec2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 09jan2017 in describe event or problem. No further follow up is planned. Evaluation summary: a female patient reported that she set a dose for ten units on her humapen memoir device, but uncontrolled amount of insulin was expelled and she was hospitalized. She also stated she felt resistance while injecting. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen memoir devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received an unspecified insulin via a humapen memoir. Dosage regimen, route of administration, indication for use and start therapy date were not provided. It was reported that she adjusted 10 units at the humapen memoir before breakfast but an unregulated amount of insulin was dispensed; therefore she was hospitalized. She also felt resistance under injection ((B)(4)/ lot unknown). No more details regarding admission and discharge dates as well as laboratory tests done while hospitalized were provided. Information regarding corrective treatment, outcome of the event and insulin treatment status was not provided. The operator of the humapen memoir was the patient and her training status was not provided. The general device duration of use was unknown and the suspect humapen memoir duration of use was of two years (since approximately 2014). The device was not returned. The reporting consumer did not provide an assessment of relatedness between the unspecified insulin or the humapen memoir. Update 08dec2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements. Update 09jan2017: additional information received on 09jan2017 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.